Event description:
Procedure unknown - "during an operation, the white fibra rubber part of the insert came off from its base. It happened when the ascending aorta was about to be clamped. Because of the insert drop, the operation was interrupted and the physician got angry. After other inserts were attached, the operation was proceeded. This event didn't affect the patient. (B)(4). Patient status: "this event didn't affect the patient."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit and nine sterile samples were returned for evaluation. Upon inspection, engineering confirmed that a pad from the event unit was separated. Engineering tested the nine sterile units and found that the inserts functioned as intended, no separation was observed. All inserts undergo 100% visual inspection during the manufacturing process. The root cause of your experience could not be determined as engineering was unable to replicate the incident. The instructions for use (IFU) state, "to place an insert, slide the tip of the clamp into the closed end of the insert. Press the inset onto the clamp by applying pressure at the tip and sliding the thumb across the insert towards the proximal end." This document represents our final report.